Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported during insertion the wire kinks when passing the needle. There was no patient death or complications reported. Follow up information confirms the catheter was being placed into the patient's jugular. The issue occurred when threading the wire through the needle. As a result, another kit was opened and that wire was used to complete the procedure. There was no patient death or complications reported.